Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high shock impedances of greater than 125 ohms with a competitive defibrillation lead. It was noted that with the previous device, shock impedances were normal as well as during the pre-discharge check after implant. Boston scientific technical services (ts) discussed that shock impedance testing was more sensitive with this device. A save to disk was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was brought back for defibrillation threshold (dft) testing and lead evaluation. The initial shock impedances in triad configuration were greater than 125 ohms. Other configurations had shock impedances in the 100 ohms range. The distal df-1 connection was checked, the pin was reinserted and resulted in shock impedances of 77 ohms via shock lead impedance testing (slit). Then a 41 joule shock was delivered and resulted in shock impedances of 61 ohms. No adverse patient effects were reported.